Manufacturer narrative:
Retainer ring ¿ black. Pump was returned for alleged damage to the battery tube and reservoir tube on (B)(6) 2021. Pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube) , cracked case on corner of belt clip rails, serial label damage (sticker fading), cracked reservoir tube lip, stained keypad overlay and minor scratches on lcd window. Damaged battery tube confirmed. Damaged reservoir tube confirmed. Tested ok. Pump meets specifications. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the back side of battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.